Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 04/07/2016, the lay user/patient contacted lifescan (lfs) USA alleging that the subject meter was reading inaccurately; giving the same blood glucose result over and over again. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy first occurred at 6am on (B)(6) 2016. At this time the patient obtained the same blood glucose result, of ¿149mg/dl¿ on the subject meter on numerous occasions. The patient manages their diabetes with insulin pump therapy and stated that in response to the alleged product issue they administered an additional 15 units of humalog insulin at 6:10am. The patient stated that 6 hours after the alleged product issue occurred they developed the symptoms of ¿sweating and confused¿, however it is not known whether the patient received any form of treatment as a result of this. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and when performing a control solution test, the result fell out with the acceptable control solution range for this test strip lot. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurate readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.